Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unable to perform functional testing including selftest or displacement test due to display anomaly.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. The customer's blood glucose level was 160 mg/dl. The customer stated that the keypad is responsive. The device will be returned for the analysis.